Manufacturer narrative:
Company representative evaluated the systems. Corrections included replacement of system's batteries, rebooting, and clearing the system's error logs. System was safety tested to factory specifications.

Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No patient injury was reported.